Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a lead warning polarity switch on the right ventricular lead. Data noted forty six low impedance paces. The lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.